Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2408-56 serial #: (B)(4) description: avista MRI perc lead kit, 56 cm.

Event description:
A report was received that during the implant procedure the patient developed numbness on legs. Epidural hematoma was suspected. The patient underwent leads removal. The physician believed that numbness was not device related. The patient was doing well postoperatively.